Manufacturer narrative:
(B)(4). Device received with pillowing keypad overlay. Device received with missing segment due to cracked and bleeding lcd glass. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump display was damaged. Customer¿s blood glucose was unknown at the time of incident. The insulin pump will be returned for analysis.